Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported issue. The surge suppressor printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray after patient information was entered into the system. No patient injury was reported.